Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 800 mg/dl. Customer stated that her husband was very lethargic and the pump did not register numbers above 600 mg/dl. The customer was treated with manual injection. Customer's current blood glucose was 336 mg/dl. Customer was not sure if the battery ran out or there was a glitch of insulin flow. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.